Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of no disposable alarm message after pump started. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. According to the investigation, no problem could be found with the pump beeping during the investigation. Visually inspected the pump's event history logs and found no disposable alarm message after the pump started and multiple powered down. The investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
The medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 beeped during system check. The issue occurred during patient use and the patient switched to a backup pump. There were no reported adverse events.